Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for service request: obstruction of flow. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a psi-tec iii aspirator malfunctioned during an unspecified procedure. It was observed that there was some patient lipid tissue lodged within the tubing and an odor described as a smoking smell was emitted from the device. There was no reported delay to the procedure, or any patient consequences caused by the malfunction. As a result, a service request is pending for repair of the device. Although, mentor has not received the service report or the device for repair.